Event description:
It was reported that the device was replaced due to out of range impedances and intermittent noise on the svc (superior vena cava) and hv (high voltage) lead. Values were within normal limits when measured through the analyzer. The lead was also returned, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Defib conductor fractured; full lead returned. Analysis noted two sets of setscrew marks on the is-1 pin. One set was too proximal, which indicates the lead was not fully inserted into the device when it was tightened. It was reported that the device was replaced due to out of range impedances and intermittent noise on the svc (superior vena cava) and hv (high voltage) lead. Values were within normal limits when measured through the analyzer. The lead was also returned, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, examination component/subassembly failure (select specific code from category lead conductor device was out of specification in a manner that relates to event unknown (for use when the device problem is not known).